Event description:
Medtronic received information regarding an avigo guidewire that had resistance in the catheter and was noted to have coating removed. It was reported that during preparation for an endovascular procedure, when trying to advance the guidewire in the microcatheter, it became stuck about halfway through. The guidewire was removed and it was found that some of the coating was removed and some of the coating was loose. The guidewire was replace and used with the same catheter without issue to complete the procedure so it was considered that the issue was with the guidewire and not the catheter. There was no patient involved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: ¿ as found condition: the avigo guidewire was returned for analysis within a shipping box, within a tyvek bio-pouch, within a plastic bio-pouch, within an opened avigo outer carton (b315805), and within a dispenser coil. ¿ visual inspection/damage location details: upon microscopic inspection, the avigo guidewire¿s ptfe coating was found scrapped off at ~25.0cm from the proximal end. Three separate scrapings were observed on the guidewire surface. The remaining guidewire coating was found to be intact and well adhered to the wire surface with no evidence of delamination. The guidewire was found slightly bent at ~154.0cm from the proximal end. The guidewire distal tip was also found slightly bent. It was reported shaping was conducted with the guidewire distal tip. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿guidewire resistance inside catheter¿ report could not be confirmed. No defect was found with the returned avigo guidewire that would have contributed to the resistance. The (microvention) headway microcatheter used with the guidewire was not provided; therefore, an analysis could not be performed, and any contributing factors could not be assessed. The headway microcatheter model (headway 17, 21, 27, duo) was not provided; therefore, compatibility could not be assessed. Regarding the customer¿s ¿coating removal during use¿ report the issue was confirmed. It is likely the guidewire coating was damaged through the use of the provided torque device. The guidewire is manipulated using the torque device at proximal end of the guidewire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the guidewire was able to pass the catheter hub. The guidewire tip had been shaped, and there was no damage seen to the device. A headway microcatheter was used in the event. The devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.